Event description:
It was reported to nova biomedical that a consumer's blood glucose meter began giving readings in mg/dl rather than mmol/dl. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.